Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced some false episode detections due to undersensing, and occasional oversensing was also noted. The icm remains in use. No patient complications have been reported as a result of this event.